Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer changed the battery, and the insulin pump would not turn on. No alarms prior to the battery change no damage to battery cap, no damage to battery compartment the back of the insulin pump was discoloured as well. Customer reported that it looks like burn marks, he stated that the insulin pump does not feel like it is overheating. Customer was not calling back after receiving a new battery cap. Customer reported screen was blank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.